Event description:
It was reported to philips that system had intermittent problem with the geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system a few times. The philips field service engineer (fse) inspected the system onsite and confirmed intermittent geometry movement problems. The system log files showed abnormal communication with geo ipc. To resolve the issue, fse re-plugged the geo ipc cables and did the related tests. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.